Event description:
The customer reported being hospitalized due to low blood glucose of 20's mg/dl. Troubleshooting was performed. The reservoir was showing the same amount of insulin that the status screen shows. The customer stated that his doctor has lowered the basal rates to 0.0 units at that morning time. The customer also mentioned that he has been in and out of the hospital, and the paramedics have come to his house twice. Reviewed the bolus history and it was correct. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.